Event description:
Livanova (B)(4) received a report that a s5 double head pump gave a motor control failure error message during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility and serial read-out of the pump was gathered. Investigation in ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: an image of the error code displayed on the control display panel has been provided confirming the reported issue. The reported error can be caused by: - occlusion set too strong by the user; - wrong tubing size selected by the customer; - foreign objects in the pump raceway. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The device was found to be working as per specifications. In addition, the perfusionist communicated to the field service engineer that the most likely the occlusion of the tubing was not set properly when the issue occurred leading to the reported error message. Thus, based on service activity findings and on the fact that no serious injury occurred, reportability decision changes to the not reportable event since the device worked as per specifications and the reported issue was caused by user error during the occlusion setting.

Event description:
See initial report